Event description:
Boston scientific received information that during the implantable cardioverter defibrillator (ICD) implant procedure, the physician experienced difficulty inserting the right ventricular (rv) lead into the device header. He commented that the port was very tight and kept getting impedance measurements >2000 ohms. The physician had to have the scrub technician help push the lead into the header and noted that it took four attempts to obtain acceptable impedances. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.